Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc0943 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the broviac insertion on (B)(6) 2017 needed to be glued at junction of large and small part of catheter because the exterior "sleeve" started to slip. Then it allegedly broke near the catheter hub because of forceful pulling and got repaired on (B)(6) 2017. No patient injury reported.